Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 110 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling with insulin. Blood glucose level was 93 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.